Event description:
(B)(4).

Manufacturer narrative:
A maquet field service technician (fst) inspected the device and determined that the detachment of the module was caused by the breakage of the plastic clips (a.k.a. Lugs) which secure the module to the cupola's structure. The fst secured module to the light head and ordered replacement parts. Final repairs will be completed upon receipt. (B)(4). Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.